Event description:
Affiliate reports that the doctor could not change the pressure. In addition, it was noticed that fluid could not flow through the valve because of breakage and needed to be replaced.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.